Event description:
Information was received indicating that the pump exhibited a "motor alarm." It is unknown if there was any patient involvement or adverse effects.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was not duplicated. Replaced worm coupling and gear as a preventative measure. The cause of the reported problem could not be determined. No causes or potential causes to the customer's reported problem were found during the DHR review.